Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the low blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's current blood glucose value was 39 mg/dl and 68 mg/dl at the time of incidence. Customer was called because he had trouble with auto mode and the insulin pump was asking him multiple times to enter blood glucose. Customer stated that auto mode shield was displayed on the home screen. The device will not be returned for analysis.